Event description:
The physician was using the midas with the gold perforator hand piece to make a burr hole in the patient's skull. The drill is supposed to stop when it goes through the skull before the dura. The drill did not stop and when the physician sensed the difference stopped. The drill bit was stuck in the skull and would not come out. He had to go around the bit to loosen it and retrieve it from the skull. The drill bit did not penetrate the dura, but patient was sent to MRI to ensure there was not a bleed in the epidural space. The patient was then returned to his room in the ICU.